Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. On (B)(6) 2011 at 1700, the device was programmed for continuous delivery of 5fu (fluorouracil) 3430mg/200ml, with a 4.4ml/hr rate, from a duration of 46hr, a 200ml vtbi (volume to be infused), a 210ml container size, and the delivery was started. No further programming parameters were provided. On (B)(6) 2011 at 1030, the pt reported the device display was blank and the delivery had stopped without sounding an audible harm tone. At that time, the pt notified the pharmacy and was instructed to change the pump batteries and power the pump on. The pt reported a 20ml vtbi remained. The pt resumed the therapy using the same pump. There were no reported adverse pt effects or reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The pump history was downloaded at the svc ctr. A review of the history indicates on (B)(4) 2011 at 1502, the pump was programmed for continuous only delivery in ml, with a rate of 4.4ml/hr rate, a 200ml vtbi, a 210ml container size, a 2ml air sensitivity. At 1704, the delivery was started. A new date stamp of (B)(4) 2011 and (B)(4) 2011 occurred. On (B)(4) 2011 at 1011, pump was powered on using batteries. At 1012, the delivery was started. At 1436, an end of infusion alarm occurred. At 1449, the delivery was stopped. This report represents all the info known by the reporter upon query by hospira personnel.